Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in the line was constant. Cleaning did not fix, and there was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg: 6/24/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the air detector being found to be damaged and non-functional.